Event description:
Add'l info rec'd form MFR 7/2/02: the physician reported that the device was in its hardware vvi backup reset state when the pt arrived at the hospital. He also stated that the pt's spouse, who had witnessed the pt's collapse, did not see anything to indicate that the implanted device had delivered any shocks to the pt. The analysis by st jude medical crmd's quality assurance department determined that the device was in back-up hardware vvi, in which it would have been unable to deliver therapies in response to the pt's arrhythmias. The most probable cause of the reversion to the hardware backup state was an internal arc that resulted from a missing solder connection.

Event description:
Patient had out of hospital collapse and without benefit of CPR for 20 - 25 minutes. Upon paramedics arrival, ventricular fibrillation defined. Dc cardioversion performed with ventricular tachycardia. Interrogation of ICD performed by physician.